Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient reused solution bags, which are single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm, a patient reused single-use supplies. This occurred during fill one of five of peritoneal dialysis therapy. The patient stated that they changed out the cassette but did not change the solution bags. The technical service representative assisted with ending therapy and instructed the patient to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.